Event description:
Customer reported via phone call that he woke up with high blood glucose of 400 mg/dl. The customer stated he has been receiving no delivery alarms for the last 2 and a half days during bolus. The customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit and the insulin pump alarmed no delivery. The customer removed the infusion set and the cannula was not bent. The customer was advised to reconnect tubing at the quick release and perform fixed prime again; insulin did exit. Customer was advised to change the complete infusion set and reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.